Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event on an unreported date. The cause of the peritonitis was not reported. Treatment was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). During the follow up, it was reported that the patient did not have peritonitis and instead had a catheter related infection. The catheter was a non-baxter product.. The patient was treated with the antibiotics rocephin and pansporin (dose, route and frequency not provided). The patient was reported to be recovering from the catheter related infection.